Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from the patient. This case was cross-referenced with case: (B)(4) (same patient). This case concerns a (B)(6)male patient whose knee swelling up/right knee swelled more this time/ swelling was worse this time (right knee swelling) and had drained four vials of synovial fluid off his right knee (knee effusion) after receiving treatment with synvisc one injection. Past drugs included synvisc injection (a few years ago on his right knee), synvisc one injection in (B)(6) 2013 (had some swelling) and hydrocortisone (cortisone). No concomitant drugs and concurrent conditions were reported. On (B)(6)2014, the patient received treatment with synvisc one injection, at a dose of 06 ml, once (route, batch/lot number: and expiration date: not provided) into right knee for osteoarthritis. On an unknown date in (B)(6) 2014, the patient stated that the right knee swelled more that time. The patient reported that he did not get a hydrocortisone shot with the most recent injection and wondered if that was the reason for swelling getting worse. The patient visited the doctor on (B)(6) 2014 and underwent arthrocentesis in which four vials of synovial fluid was drained from is right knee. Further reported that his doctor thought that he saw "some of the synvisc in the fluid." The doctor injected hydrocortisone shot in the knee after the knee was drained. Reportedly, the patient's right knee was much better outcome: unknown for the event of "drained four vials of synovial fluid off his right knee" (knee effusion) recovered/resolved for the event of right knee swelling a pharmaceutical technical complaint was initiated and conclusion was pending for the same. Seriousness criterion: intervention required for both the events.